Event description:
It was reported that this right atrial lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received detailing that the reason for this right atrial lead to be surgically abandoned was due exhibiting pacing inhibition.

Manufacturer narrative:
Additional information was added to the following fields:b5: describe event or problem fieldh6: patienth6: device codes